Event description:
It was observed that during the device evaluation, the duodenovideoscope objective lens glue is old/worn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the cause of the reported malfunction is traced an expected or random component failure, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.